Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that starting this morning, the patient suddenly was experiencing symptoms of freeze mode and unresponsive that were getting worse. The healthcare provider (hcp) charged the implantable neurostimulator (ins) in the afternoon and said the patient did not have the patient programmer (pp). On the call, the hcp used the ins recharger (insr) to check the implant, and it was confirmed the ins was charged and on. It was recommended to contact a manufacturing representative (rep) to check the implant.